Event description:
Patient got 2nd moderna shot on (B)(6) 2021. She got her usual juvederm voluma (has been getting for 10 years) dermal filler injection by a cosmetic dermatologist on (B)(6) 2021. Later that evening, she began to notice she was having difficulty swallowing, but it wasn't due to swallowing reflex, but rather due to lack of saliva. This effect has continued to present day. Patient reports that she has to position her body in a certain way to facilitate getting food down. At this time, she is only getting about 500 calories a day. She is hoarse due to the lack of saliva. On (B)(6) 2021, she began to notice that simple water tasted very alkaline or bitter and she is attributing that to the moderna vaccine. She took 1 prednisone and has been using biotene to moisten her mouth to aid in swallowing. She reported to both allergan and moderna. FDA safety report ID# (B)(4).